Event description:
This case was initially received via regulatory authority FDA (reference number: mw5072685) on 23-oct-2017. This spontaneous case was reported by a consumer and describes the occurrence of device breakage ("found split broken migrated essure") and device dislocation ("found split broken migrated essure") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Concomitant products included topiramate (topamax). On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced migraine ("migraines"), alopecia ("hair loss"), weight increased ("weight gain"), abdominal distension ("bloated constant stomach"), abdominal pain upper ("stomach pain"), uterine enlargement ("enlarged uterus") and menorrhagia ("heavy menstrual bleeding continuous"). On an unknown date, the patient experienced device breakage (seriousness criteria disability and intervention required), device dislocation (seriousness criteria disability and intervention required), back pain ("back pain") and adverse event ("several side effects over 2 years"). The patient was treated with surgery (hysterectomy and essure removal (the tubes with them) scheduled) and surgery (hysterectomy and essure removal (the tubes with them) scheduled). At the time of the report, the device breakage, device dislocation, migraine, alopecia, weight increased, abdominal distension, abdominal pain upper, back pain, uterine enlargement, menorrhagia and adverse event outcome was unknown. The reporter considered abdominal distension, abdominal pain upper, alopecia, back pain, device breakage, device dislocation, menorrhagia, migraine, uterine enlargement and weight increased to be related to essure. The reporter provided no causality assessment for adverse event with essure. The reporter commented: disability/ permanent damage was mentioned but not specified and/or assigned to one of the events. Event date: (B)(6) 2015, tried hormone therapy-failed. Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5072685) on 23-oct-2017. The most recent information was received on 06-feb-2019. This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("found split broken migrated essure"), device dislocation ("found split broken migrated essure/migration of the device") and pregnancy with contraceptive device ("unwanted pregnant") in a 35-year-old female patient who had essure (batch no. B59457) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included uterine enlargement and adenomyosis. Concomitant products included topiramate (topamax). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced migraine ("migraines"), alopecia ("hair loss"), abdominal distension ("bloated constant stomach"), abdominal pain upper ("stomach pain/abdominal pain"), uterine enlargement ("enlarged uterus") and menorrhagia ("heavy menstrual bleeding continuous/excessive and abnormal bleeding during menstruation / abnormal bleeding (menorrhagia)") and was found to have weight increased ("weight gain"), 28 days after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria disability and intervention required), device dislocation (seriousness criteria disability and intervention required) with pelvic pain, back pain ("back pain/lower back pain"), adverse reaction ("several side effects over 2 years"), dysmenorrhoea ("severe abnormal menstrual pain"), menstrual disorder ("menstrual cycle abnormal / clotting during menstruation"), genital haemorrhage ("excessive bleeding"), dyspareunia ("painful intercourse"), headache ("headaches"), hypersensitivity ("allergic reaction"), mood swings ("mood swings"), fatigue ("fatigue"), arthralgia ("joint pain"), polyarthritis ("inflammation of the joints"), nausea ("nausea") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (underwent a hysterectomywith bilateral salpingectomy - total laparoscopic hysterectomy) and tried hormone therapy - failed. Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, device dislocation, migraine, alopecia, weight increased, abdominal distension, abdominal pain upper, back pain, uterine enlargement, menorrhagia, adverse reaction, dysmenorrhoea, menstrual disorder, genital haemorrhage, dyspareunia, headache, hypersensitivity, mood swings, pregnancy with contraceptive device, fatigue, arthralgia, polyarthritis, nausea and vaginal haemorrhage outcome was unknown. The reporter provided no causality assessment for adverse reaction with essure. The reporter considered abdominal distension, abdominal pain upper, alopecia, arthralgia, back pain, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine, mood swings, nausea, polyarthritis, pregnancy with contraceptive device, uterine enlargement, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: disability/ permanent damage was mentioned but not specified and/or assigned to one of the events. Event date: (B)(6) 2015, tried hormone therapy-failed. She was forced to undergo a major surgery as a result of her essure implants, precisely what she was seeking to avoid when selecting the device over tubal ligation. She did not that essure worsened a previously existing injury/condition. Left side -3 trailing coil, right side-1 trailing coil. If you had your essure removed, did any of the injuries or symptoms you claim resulted from essure decrease or resolve following essure removal? Yes . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 11-apr-2016: both tubes blocked. Most recent follow-up information incorporated above includes: on 6-feb-2019: pfs and mr received- event "abnormal bleeding (vaginal)", lot number, product information, medical history added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5072685) on 23-oct-2017. The most recent information was received on 31-jan-2018. This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("found split broken migrated essure"), device dislocation ("found split broken migrated essure/migration of the device") and pregnancy with contraceptive device ("unwanted pregnant") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Concomitant products included topiramate (topamax). On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced migraine ("migraines"), alopecia ("hair loss"), weight increased ("weight gain"), abdominal distension ("bloated constant stomach"), abdominal pain upper ("stomach pain/abdominal pain"), uterine enlargement ("enlarged uterus") and menorrhagia ("heavy menstrual bleeding continuous/excessive and abnormal bleeding during menstruation"). On an unknown date, the patient experienced device breakage (seriousness criteria disability and intervention required), device dislocation (seriousness criteria disability and intervention required) with pelvic pain, back pain ("back pain/lower back pain"), adverse reaction ("several side effects over 2 years"), dysmenorrhoea ("severe abnormal menstrual pain"), the first episode of menstrual disorder ("menstrual cycle abnormal"), genital haemorrhage ("excessive bleeding"), dyspareunia ("painful intercourse"), headache ("headaches"), hypersensitivity ("allergic reaction"), mood swings ("mood swings"), pregnancy with contraceptive device (seriousness criterion medically significant), fatigue ("fatigue"), arthralgia ("joint pain"), polyarthritis ("inflammation of the joints"), nausea ("nausea") and the second episode of menstrual disorder ("clotting during menstruation"). The patient was treated with surgery (underwent a hysterectomy) and surgery (underwent a hysterectomy). At the time of the report, the device breakage, device dislocation, migraine, alopecia, weight increased, abdominal distension, abdominal pain upper, back pain, uterine enlargement, menorrhagia, adverse reaction, dysmenorrhoea, genital haemorrhage, dyspareunia, headache, hypersensitivity, mood swings, pregnancy with contraceptive device, fatigue, arthralgia, polyarthritis, nausea and the last episode of menstrual disorder outcome was unknown. The reporter provided no causality assessment for adverse reaction with essure. The reporter considered abdominal distension, abdominal pain upper, alopecia, arthralgia, back pain, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, mood swings, nausea, polyarthritis, pregnancy with contraceptive device, uterine enlargement, weight increased, the first episode of menstrual disorder and the second episode of menstrual disorder to be related to essure. The reporter commented: disability/ permanent damage was mentioned but not specified and/or assigned to one of the events. Event date: (B)(6) 2015, tried hormone therapy-failed. She was forced to undergo a major surgery as a result of her essure implants, precisely what she was seeking to avoid when selecting the device over tubal ligation. Most recent follow-up information incorporated above includes: on 31-jan-2018: new events added-severe abnormal menstrual pain, menstrual cycle abnormal, excessive bleeding, severe pelvic pain, painful intercourse, headaches, allergic reaction, mood swings, unwanted pregnant, device ineffective, fatigue, joint pain, inflammation of the joints, nausea and clotting during menstruation. Pelvic pain was added as symptom of event device dislocation. Event verbatim was updated as back pain/lower back pain. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5072685) on 23-oct-2017. The most recent information was received on 16-may-2019. This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("found split broken migrated essure"), device dislocation ("found split broken migrated essure/migration of the device"), pregnancy with contraceptive device ("unwanted pregnant") and genital haemorrhage ("excessive bleeding") in a 35-year-old female patient who had essure (batch no. B59457) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included uterine enlargement and adenomyosis. Concomitant products included topiramate (topamax). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced migraine ("migraines"), alopecia ("hair loss"), abdominal distension ("bloated constant stomach"), abdominal pain upper ("stomach pain/abdominal pain"), uterine enlargement ("enlarged uterus") and menorrhagia ("heavy menstrual bleeding continuous/excessive and abnormal bleeding during menstruation / abnormal bleeding (menorrhagia)") and was found to have weight increased ("weight gain"), 28 days after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria disability and intervention required), device dislocation (seriousness criteria disability and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), back pain ("back pain/lower back pain"), adverse reaction ("several side effects over 2 years"), dysmenorrhoea ("severe abnormal menstrual pain"), menstrual disorder ("menstrual cycle abnormal / clotting during menstruation"), dyspareunia ("painful intercourse"), headache ("headaches"), hypersensitivity ("allergic reaction"), mood swings ("mood swings"), fatigue ("fatigue"), arthralgia ("joint pain"), polyarthritis ("inflammation of the joints"), nausea ("nausea") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (underwent a hysterectomy with bilateral salpingectomy - total laparoscopic hysterectomy) and tried hormone therapy - failed. Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, device dislocation, pregnancy with contraceptive device, genital haemorrhage, migraine, alopecia, weight increased, abdominal distension, abdominal pain upper, back pain, uterine enlargement, menorrhagia, adverse reaction, dysmenorrhoea, menstrual disorder, dyspareunia, headache, hypersensitivity, mood swings, fatigue, arthralgia, polyarthritis, nausea and vaginal haemorrhage outcome was unknown. The reporter provided no causality assessment for adverse reaction with essure. The reporter considered abdominal distension, abdominal pain upper, alopecia, arthralgia, back pain, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine, mood swings, nausea, polyarthritis, pregnancy with contraceptive device, uterine enlargement, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: disability/ permanent damage was mentioned but not specified and/or assigned to one of the events. Event date: (B)(6) 2015, tried hormone therapy-failed. She was forced to undergo a major surgery as a result of her essure implants, precisely what she was seeking to avoid when selecting the device over tubal ligation. She did not that essure worsened a previously existing injury/condition. Left side -3 trailing coil, right side-1 trailing coil. If you had your essure removed, did any of the injuries or symptoms you claim resulted from essure decrease or resolve following essure removal? Yes diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: both tubes blocked. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-may-2019: quality safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5072685) on 23-oct-2017. The most recent information was received on 13-nov-2019. This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('found split broken migrated essure'), device dislocation ('found split broken migrated essure/migration of the device'), pregnancy with contraceptive device ('unwanted pregnant') and genital haemorrhage ('excessive bleeding') in a 35-year-old female patient who had essure (batch no. B59457) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included uterine enlargement. Concurrent conditions included adenomyosis and menses irregular with excessive bleeding. Concomitant products included levonorgestrel from (B)(6) 2015 to (B)(6) 2016, medroxyprogesterone acetate (provera) and topiramate (topamax). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced migraine ("migraines/migraine/headache"), alopecia ("hair loss"), abdominal distension ("bloated constant stomach"), abdominal pain upper ("stomach pain/abdominal pain"), uterine enlargement ("enlarged uterus") and menorrhagia ("heavy menstrual bleeding continuous/excessive and abnormal bleeding during menstruation / abnormal bleeding (menorrhagia)") and was found to have weight increased ("weight gain"), 28 days after insertion of essure. In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2016, the patient experienced pelvic pain ("severe pelvic pain"). In (B)(6) 2017, the patient experienced fatigue ("fatigue") and nausea ("nausea"). On an unknown date, the patient experienced device breakage (seriousness criteria disability and intervention required), device dislocation (seriousness criteria disability and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("back pain/lower back pain"), adverse reaction ("several side effects over 2 years"), dysmenorrhoea ("severe abnormal menstrual pain"), menstrual disorder ("menstrual cycle abnormal / clotting during menstruation"), dyspareunia ("painful intercourse"), headache ("headaches"), hypersensitivity ("allergic reaction"), mood swings ("mood swings"), arthralgia ("joint pain"), polyarthritis ("inflammation of the joints") and factor v deficiency ("factor 5") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with acetylsalicylic acid (aspirin), surgery (underwent a hysterectomywith bilateral salpingectomy - total laparoscopic hysterectomy) and tried hormone therapy - failed. Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, device dislocation, pregnancy with contraceptive device, genital haemorrhage, migraine, alopecia, weight increased, abdominal distension, abdominal pain upper, back pain, uterine enlargement, adverse reaction, dysmenorrhoea, menstrual disorder, dyspareunia, headache, hypersensitivity, mood swings, arthralgia, polyarthritis and factor v deficiency outcome was unknown and the menorrhagia, pelvic pain, fatigue, nausea and vaginal haemorrhage had resolved. The reporter provided no causality assessment for adverse reaction with essure. The reporter considered abdominal distension, abdominal pain upper, alopecia, arthralgia, back pain, device breakage, device dislocation, dysmenorrhoea, dyspareunia, factor v deficiency, fatigue, genital haemorrhage, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine, mood swings, nausea, pelvic pain, polyarthritis, pregnancy with contraceptive device, uterine enlargement, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: disability/ permanent damage was mentioned but not specified and/or assigned to one of the events. Event date: (B)(6) 2015, tried hormone therapy-failed. She was forced to undergo a major surgery as a result of her essure implants, precisely what she was seeking to avoid when selecting the device over tubal ligation. She did not that essure worsened a previously existing injury/condition. Left side -3 trailing coil, right side-1 trailing coil. If you had your essure removed, did any of the injuries or symptoms you claim resulted from essure decrease or resolve following essure removal? Yes diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: both tubes blocked. Pathology test - on (B)(6) 2017: uterus, endometrium, curettage, multiple fragments of mid secretory endometrium, no evidence of hyperplasia or malignancy. Ultrasound scan - on (B)(6) 2017: enlarged uterus with thickened endometrium and probable adenomyosis. Bilateral essure devices. Ultrasound scan vagina - on (B)(6) 2017: 1. 17 mm thickened endometrium 2. Retroverted uterus with heterogeneous appearance. Concerning the injuries reported in this case, the following one/ones were reported via social media: "factor 5" concerning the injuries reported in this case, the following ones were confirmed in patients medical record: abnormal bleeding, menorrhagia, factor v deficiency (h), migraine. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-nov-2019: pfs and mr received: event outcome were added, event onset date were added. Reporter information were updated. And lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('found split broken migrated essure'), device dislocation ('found split broken migrated essure/migration of the device'), pregnancy with contraceptive device ('unwanted pregnant') and genital haemorrhage ('excessive bleeding') in a 35-year-old female patient who had essure (batch no. B59457) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included uterine enlargement and adenomyosis. Concomitant products included topiramate (topamax). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced migraine ("migraines"), alopecia ("hair loss"), abdominal distension ("bloated constant stomach"), abdominal pain upper ("stomach pain/abdominal pain"), uterine enlargement ("enlarged uterus") and menorrhagia ("heavy menstrual bleeding continuous/excessive and abnormal bleeding during menstruation / abnormal bleeding (menorrhagia)") and was found to have weight increased ("weight gain"), 28 days after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criteria disability and intervention required), device dislocation (seriousness criteria disability and intervention required) with pelvic pain, genital haemorrhage (seriousness criterion medically significant), back pain ("back pain/lower back pain"), adverse reaction ("several side effects over 2 years"), dysmenorrhoea ("severe abnormal menstrual pain"), menstrual disorder ("menstrual cycle abnormal / clotting during menstruation"), dyspareunia ("painful intercourse"), headache ("headaches"), hypersensitivity ("allergic reaction"), mood swings ("mood swings"), fatigue ("fatigue"), arthralgia ("joint pain"), polyarthritis ("inflammation of the joints"), nausea ("nausea"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and factor v deficiency ("factor 5") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with acetylsalicylic acid (aspirin), surgery (underwent a hysterectomywith bilateral salpingectomy - total laparoscopic hysterectomy) and tried hormone therapy - failed. Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, device dislocation, pregnancy with contraceptive device, genital haemorrhage, migraine, alopecia, weight increased, abdominal distension, abdominal pain upper, back pain, uterine enlargement, menorrhagia, adverse reaction, dysmenorrhoea, menstrual disorder, dyspareunia, headache, hypersensitivity, mood swings, fatigue, arthralgia, polyarthritis, nausea, vaginal haemorrhage and factor v deficiency outcome was unknown. The reporter provided no causality assessment for adverse reaction with essure. The reporter considered abdominal distension, abdominal pain upper, alopecia, arthralgia, back pain, device breakage, device dislocation, dysmenorrhoea, dyspareunia, factor v deficiency, fatigue, genital haemorrhage, headache, hypersensitivity, menorrhagia, menstrual disorder, migraine, mood swings, nausea, polyarthritis, pregnancy with contraceptive device, uterine enlargement, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: disability/ permanent damage was mentioned but not specified and/or assigned to one of the events. Event date: (B)(6) 2015, tried hormone therapy-failed. She was forced to undergo a major surgery as a result of her essure implants, precisely what she was seeking to avoid when selecting the device over tubal ligation. She did not that essure worsened a previously existing injury/condition. Left side -3 trailing coil, right side-1 trailing coil. If you had your essure removed, did any of the injuries or symptoms you claim resulted from essure decrease or resolve following essure removal? Yes diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2016: both tubes blocked. Concerning the injuries reported in this case, the following one/ones were reported via social media: "factor 5" quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2019: social media: event "factor 5" was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.